Manufacturer narrative:
A4 - unk; a5 - unk; a6 - unk; h6 - work order search: no similar complaint type events were reported for units within the same lot. Claim# (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vticmo13.2. -11.5/1.5/087 (sphere/cylinder/axis) implantable collamer lens into the patient's right eye (od) on (B)(6) 2023. The lens tore/broke during injection/delivery into the eye. There was patient contact(lens touched the eye). No patient injury. The lens was exchanged with a same length lens on (B)(6) 2023. This resolved the problem.